Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted itself. The cns came back up and the patients were being monitored. Per the customer, there were no power outages or generator tests, and the power cable was secured. Technical support (ts) asked the customer when the cns had been rebooted last, but the customer did not know. Ts advised the customer to reboot the cns once every quarter. Ts asked the customer to provide the cns event logs. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. A complaint history review of the reported device reveals an additional complaint 3 months after this event. The customer was not able to provide logs in a timely manner and the device was not returned for evaluation. No further issues were reported following that complaint. A complaint history review of the customer's account does not reveal any additional complaints of sudden reboots for other cns devices. The issue is likely hardware specific. The device was installed at the customer's facility in approximately 12/2017. Due to the age of the device and lack of servicing history, it is likely that the hard drives may have degraded or failed due to wear and tear. As with any device, the hard drives supplied with the cns have limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once the usage has reached 20,000 hours.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted itself. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted itself. The station came back up and the patients were still there. Per the customer, there were no power outages or generator test and the power cable was secured. Technical support (ts) asked the customer when the cns had been rebooted last and customer did not know. Ts advised the customer to reboot the cns once every quarter. Ts asked the customer to provide the logs and crash dump. There was no patient injury reported. Investigation summary: based on the risk assessment, this type of failure mode is unlikely to result in patient harm. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 11/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 11/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 11/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 11/04/2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 11/08/2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 11/10/2021 emailed the customer via microsoft outlook for device information: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4)- 122371 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted itself. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously rebooted itself. The station came back up and the patients were still there. Per the customer, there were no power outages or generator test and the power cable was secured. Technical support (ts) asked the customer when the cns had been rebooted last and customer did not know. Ts advised the customer to reboot the cns once every quarter. Ts asked the customer to provide the logs and crash dump. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted itself. There was no patient injury reported.